Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right atrial (ra) lead, exhibited gradually increasing pacing impedance measurements and eventually triggered a lead safety switch (lss) due to high out-of-range ra pace impedance measurements greater than 2,000 ohms. Patient will continue to be monitored remotely. This crt-p and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right atrial (ra) lead, exhibited gradually increasing pacing impedance measurements and eventually triggered a lead safety switch (lss) due to high out-of-range ra pace impedance measurements greater than 2,000 ohms. Patient will continue to be monitored remotely. This crt-p and ra lead remain in service. No adverse patient effects were reported.